Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to verify the reported issue.  No power related discrepancies were observed.  Physio did find that there were non-critical event codes logged in the device's memory and advised the customer that the device is not field serviceable and no longer under warranty.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.